Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The site elected to perform an echocardiogram to recalibrate the sensor.

Event description:
Abbott was informed on 4sep20 of a planned echocardiogram scheduled for (B)(6) 2020. On (B)(6) 2020, an echocardiogram was confirmed to have been performed on (B)(6) 2020 to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 12.4 mmhg. Accurate readings were observed under the manufacturer's patient care network database.